Event description:
In (B)(6) 2011, patient with scoliosis has been operated on with pass lp system. She complained of post-op pain. At one month post-op, surgeon detected slippage of the two clamps hooks transverse pedicular-transverse apical assembly and slight rotation of the upper two rods. Revision was performed (B)(6) 2011.

Manufacturer narrative:
Investigation: explants show no particular damage. Three possible causes are identified to explain the incident: lack of initial tightening related to difficulty in configuring the implants (very dysmorphic spinal column); a partial release of the assembly due to one time effort applied by the particular deformed spinal column (very dysmorphic spinal column); the combination of the phenomena above. Conclusion: this event should be directly related to characteristics of very dysmorphic patient spinal column.